Event description:
Event description guidant received information that this pacemaker could not be interrogated. Magnet application yielded no response. Additional trouble-shooting was unsuccessful. Technical services advised the device was on an advisory, and, should it be explanted, to have it sent back for analysis if possible. The expected longevity at nominals is 5.8 years; the device has been implanted 6.5 years. The device was explanted and returned 2 months later.